Manufacturer narrative:
The reported events of premature discharge of battery, no rf tel, no inductive telemetry were confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an in-clinic follow-up experiencing a syncopal episode. While attempting to interrogate the pacemaker (pm), it was noted that the pm exhibited interrogation failure. The pm was explanted and replaced. The patient condition was unknown.

Event description:
It was reported that the patient was admitted to the hospital after experiencing a syncopal episode. While attempting to interrogate the pacemaker (pm), it was noted that the pm exhibited interrogation failure, premature battery depletion was suspected. The pm was explanted and replaced. The patient condition was unknown. New information received notes that the interrogation failure was noted with radio frequency (rf) and with inductive telemetry. The patient was in stable condition.

Manufacturer narrative:
B5 in initial report should be "it was reported that the patient was admitted to the hospital after experiencing a syncopal episode. While attempting to interrogate the pacemaker (pm), it was noted that the pm exhibited interrogation failure, premature battery depletion was suspected. The pm was explanted and replaced. The patient condition was unknown."